Event description:
The handpiece was returned to the MFR for service, and during the investigation the device overheated. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and a condition of the device overheating was found. Based on the investigation details, the likely cause was problems with the spindle housing and driveshaft. Service will repair the device.